Event description:
The surgeon attempted to insert a toric plate lens model aa4203tl. The lens was stuck in the cartridge prior to insertion and the cause was unknown. The lens was not inserted and there was no patient contact or injury.